Manufacturer narrative:
Date of event: unknown. (B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd autoshield¿ duo safety pen needle had the date of issue and modified part which were different from the information on (B)(6) website. Foreign complaints the following information was provided by initial reporter, translated from (B)(6) to english: ¿the date of issue and modified part were differ from the info on (B)(6) website.¿

Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that a bd autoshield¿ duo safety pen needle had the date of issue and modified part which were different from the information on pdma website. Foreign complaints the following information was provided by initial reporter, translated from japanese to english: ¿ the date of issue and modified part were differ from the info on pmda website. ¿